Event description:
It was reported that in the ¿the emg tube does not work properly, no detection reaction.¿ there was no report of patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.

Manufacturer narrative:
(B)(4). Received 1 sample(s), part number 8229306, from lot number 0208153287; there was evidence of trace biological contaminants [based off of the reactivity with hydrogen peroxide]. The reported event may occur if the impedance of the circuits were out of specification or short circuited. When compared to the harness drawing: when viewed under magnification, there was no damage to the wires or connectors that would result in the reported event. There were no anomalies in the construction that would result in the reported event. The resistance of each lead shall be between 1.7 and 3.7 ohms per the drawing, the actual measurements were as follows: red = 3.1 ohms, red with clear band = 3.0 ohms, blue = 3.1 ohms, and blue with clear band = 3.1 ohms [all readings are within specification]. Note ¿ there were no short circuits between circuits and no intermittent behavior while manipulating connections. When compared to the assembly drawing for subdermal electrodes 90a2090 revision c: the red/white and green end to end ohms resistance shall be less than 2.5 ohms; the actual measurements for the red/white was 1.8 ohms; the actual measurements for the green was 1.6 ohms. There was no intermittent behavior while manipulating the wires and strain reliefs. Manufacturing has been ruled out as a potential cause since no malfunction was identified as it relates to the complaint. No fault was found with the device. This device is used for therapeutic purposes.